Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the customer was able to successfully clear the malfunctions and resume insulin delivery. The customers' blood glucose level was 71 mg/dl. The customer reported that the pump would continue to be used for insulin delivery.